Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 33. Details of surgery: nerve encroachment. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and hypersensitivity. No further patient complications were reported.